Event description:
It was reported the programmer "hangs" at boot-up. The repair diskette did not help. No information was received indicating patient involvement.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer initially indicates an error. On the next boot up the screen was blank. The programmer alternates between these two configurations. It was also noted that a different error had occurred in the past and the nylon screw that holds the link electronic module (lem) board in place was found to be broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.